Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called after a supply change and manual injection, reporting elevated blood glucose despite a lunch announcement. As the user is new to the ilet, the agent discussed algorithm adaptation and noted insulin delivery was conservative. Blood glucose peaked earlier but was trending down during the call, moving from 291 mg/dl to 263 mg/dl. The user felt confident monitoring, had no symptoms, and was using a teflon 23" inset. A follow-up was declined. On (B)(6) 2025, the user reported that blood glucose continued trending down and returned to range within about an hour. There were no reported symptoms during the event, and no medical intervention required at the time of call.